Manufacturer narrative:
The device was returned to orthalign for evaluation and the investigation has been completed by an orthalign engineer. The behavior was not reproducable by the orthalign engineer. The reference sensor did not pass the ingress test and the root cause was determined to be water ingress. It is known that water ingress can short the reference sensor hardware. This issue is covered in orthalign's risk documentation. Orthalign will continue to monitor this issue and take action when alert limits are excceded.

Manufacturer narrative:
The device was returned to orthalign for evaluation and the investigation was been completed by an orthalign engineer. Additional testing and an update of the investigation was performed. This additional investigation found that the behavior was not reproducable by the orthalign engineer and that the root cause is unknown. No device defect was found and it was concluded that the device did not contribute to the event. Orthalign will continue to monitor this issue. No other action is necessary at this time.

Event description:
The surgeon reported not being satisfied with the femoral resection due to possible miscalculation of v/v. Patien had to be taken back in for realignment after post-op x-ray.

Manufacturer narrative:
At this time, the device in question has been requested to be returned for investigation. If the device are received, an investigation will be performed to confirm the problem and determine root cause, and follow-up report will be filed detailing the conclusions. This report is being filed out of an abundance of caution and with an understanding of the patient harm that is caused by device inaccuracy.